Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found be dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed a cracked battery compartment and that the up arrow keypad button was intermittently unresponsive and the contrast button was completely unresponsive. The keypad cover was intact; the cover was removed and evidence of contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).